Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 24.4 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device was loaded onto a test 0.014'' guidewire without issue. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 38mm in length, concentric, de novo target lesion with a significant bend of <=45 degrees was located at the bifurcation of the mildly tortuous and severely calcified, 3.5mm in diameter left anterior descending artery and diagonal artery. After a jl3.5 6fr non-bsc guide catheter was engaged and 0.014 non-bsc guidewires crossed in each artery, pre-dilation was performed using a 2x15 non-bsc balloon catheter, leaving 45% residual stenosis in the lesion. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, due to resistance while trying to cross the lesion, the hypotube broke. The device was completely removed and the procedure was completed with a 3.5x38 combo stent. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 38mm in length, concentric, de novo target lesion with a significant bend of <=45 degrees was located at the bifurcation of the mildly tortuous and severely calcified, 3.5mm in diameter left anterior descending artery and diagonal artery. After a jl3.5 6fr non-bsc guide catheter was engaged and 0.014 non-bsc guidewires crossed in each artery, pre-dilation was performed using a 2x15 non-bsc balloon catheter, leaving 45% residual stenosis in the lesion. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, due to resistance while trying to cross the lesion, the hypotube broke about 30cm from the hub. The device was completely removed and the procedure was completed with a 3.5x38 combo stent. There were no patient complications reported and the patient was stable.